Event description:
The reporter stated that he was attempting to disable a low capacity lifepak 500 AED's nonrechargeable lithium battery pak to prepare it for recycling. In the u.s., epa and dot regulations allow disposal of lithium batteries with ordinary household waste provided that they are fully discharged. The reporter pushed a screwdriver into the specified slot for such purpose. Reportedly, a gas was emitted from the battery pak at this time, forcing the evacuation of an airplane hanger and an adjacent office. File was originally closed in 2004, with an alert date of two months prior. Upon clinical re-evaluation of the reported incident, event type is changed from complaint to malfunction with an alert date of 2007.

Manufacturer narrative:
The battery pak was not available for evaluation by physio control. Physio control reviewed battery safety information with the reporter. The battery pak label instructions users, "to dispose of this battery properly, discharge completely by driving blade of screwdriver down into slot as indicated." Also, according to the lifepak 500 AED's operating instructions, after placing the tip of a flat-tipped screwdriver on the slot, use a hammer to, "strike a moderate blow straight down on the top of the screwdriver handle. Make sure that the tip of the screwdriver breaks the label and penetrates approximately 3 mm (1/8 inch). This will strike an internal pin, initiate full discharge, and permanently disable the battery." At completion of this review, the reporter acknowledged not being familiar with the operating instructions that instructs a screwdriver be inserted into the battery to a depth of 1/8 inch.